Manufacturer narrative:
Additional devices implanted and/or related to this event: (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events which may occur and require intervention include reoperation.

Event description:
On (B)(6) 2019, the patient underwent endovascular repair of an abdominal aortic aneurysm using conformable gore® tag® thoracic (ctag) endoprostheses, gore® excluder® aaa (excluder) endoprostheses, and gore® viabahn® vbx balloon expandable (vbx) endoprostheses. Images (date and modality) reveal a possible unknown endoleak or a ¿possible gutter¿ (between which devices is unknown). There is aneurysm sac enlargement, amount is unknown. It was reported that on (B)(6) 2019, there was a reintervention. The physician extended the superior mesenteric artery (sma) with a gore® viabahn® vbx balloon expandable (vbx) endoprostheses and then placed a 40 mm conformable gore® tag® thoracic endoprosthesis. The patient tolerated the procedure.